Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced exanthem. The 60% stenosed de novo target lesion located in the proximal left anterior descending (lad) was 40.0mm long with a 3.5mm reference vessel diameter. The lesion was predilated with an unk 3.0x15mm balloon. A taxus liberte 3.00x20mm and 3.50x20mm stent was implanted. Post-dilation was performed with an unk 3.0x20mm stent delivery balloon with 0% residual stenosis. Eight days post index procedure, the pt developed exanthem. The pt was discharged on clopidogrel bisulfate which was changed from ticlopidine hydrochloride. In 2009, the pt's outcome was listed as "resolved".